Event description:
Customer reports male pt (unk age) undergoing a retrograde cystogram when the fluoro failed. After rebooting the room a couple of times, the fluoro image started working. Pt procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot and was able to reproduce the problem. The fse reseated the molex connectors in the x-ray generator and this corrected the no fluoro issue. The fse checked for proper operation in accordance with sedecal generator service manual. Unit returned to full service by the customer.